Event description:
Ambulance was called to the fremont area vocational school where a man had collapsed in the parking lot. Patient was in cardiac arrest and v fib. When the emt's attempted to defibrillate the defibrillator would not fire x 3. After getting the patient in the ambulance, they tried again and this time it fired. Patient expired in the emergency room. According to autopsy, the patient had 100% blockage of the left decending coronary artery. Whether the patient would have lived if the defibrillator had worked is questionabledevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.